Event description:
A pt reported a fever of 101 degrees fahrenheit "for the past week" following an uneventful novasure endometrial ablation, done on (B)(6) 2011. On (B)(6) 2011 the physician prescribed doxycyline. On (B)(6) 2011 the pt visited the physician who noted uterine tenderness on physical exam which she felt was "consistent with endometritis". Additional antibiotics were added: levaquin (levofloxacin) and flagyl (metronidazole). On (B)(6) 2011 the physician reported the pt had a "typical endometritis" and she is "now doing fine".

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Sterile lot records were reviewed and were confirmed to be within specified limits. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the user of the novasure system: infection or sepsis. (B)(4).